Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold. Moreover, when the patient was not in atrial fibrillation (af) and the patient was intermittently dependent, this ra lead was then used frequently. In addition, it was suggested that this ra lead had a poor placement and possibly there was a clavicular crush. Hence, the ra lead was abandoned surgically. No additional adverse patient effects were reported.